Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 539,535mg/dl. Customer declined to troubleshoot for high blood glucose. Customer stated that they received insulin flow block alarm. The customer stated that the self test on the insulin pump and a displacement test was passed. The insulin pump will not be returned for analysis.